Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. Tricuspid valve regurgitation and dyspnea are a cascading effect of the slda. The patient effect of tricuspid valve regurgitation and dyspnea, as listed in the triclip system instructions for use, are known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on 09 july 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for triclip procedure. Triclip was implanted successfully on posterior and septal leaflet. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported. On 22 october 2025, it was reported that a single leaflet device attachment (slda) occurred and clip was no longer attached to the septal leaflet. Tr was grade 4 after slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.